Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error and should be considered duplicate reported. Please reference MFR report number 3004209178-2017-86847.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error 35 was present in the long trace file, problem isolated to electronic assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer states they replaced the battery, but the pump alarmed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.